Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that intermittently alarms were not being transmitted via bed to bed overview correctly. No patient harm was reported.

Manufacturer narrative:
.